Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during drain 4 of 4 on the home choice (hc). The technical service representative (tsr) explained the triggers for the alarm but the home patient (hp) alleges he never disconnected. The hp called in reporting a se 2367 and the tsr reviewed the alarm log and found the se 2240. The tsr instructed the hp to close all the clamps to the bags, patient line and transfer set, cycled the power off/on, at press go to start, then load the set to remove the cassette. The tsr advised the hp to dispose of the current supplies attached and either continue with manual bags or new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no use error described by the patient, and the sample and lot number were unavailable for evaluation, therefore, a device analysis could not be completed. If any additional relevant information becomes available, a follow-up MDR will be submitted.